Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the endoscope reprocessor had foreign material that came out. There were no reports of patient harm.

Event description:
No additional information received from customer.

Manufacturer narrative:
Updated fields: h2, h6, h11. Correction: d4, d9, d10, e3. This supplemental report is being submitted to provide the results of the device's final investigation. The device was not returned to olympus for inspection, but the reported failure was confirmed based on the event description. Based on the results of the investigation, a root cause could not be identified. Olympus will continue to monitor field performance for this device.